Event description:
The manufacturer's representative reported the patient had a pump refill done with a concentration change from 500 mcg/ml to 2000 mcg/ml. A bridge bolus was not done. Approximately 1-2 days later the patient developed symptoms including flaccidity. The patient presented to the emergency room in 1/2006. She did not require physostigmine. It was unknown to the reporter if the patient was admitted to the intensive care unit. The patient is reported to have recovered without sequela.